Manufacturer narrative:
Section b and h6 have been updated. Stryker product analysis center (pac) evaluated the customer's device and was unable to duplicate the audio and defibrillation electrodes connection issue. The electrode tray was not returned. A root cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that the voice prompts of their device were inoperative and the device would not detect patient through defibrillation electrodes. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the voice prompts of their device were inoperative. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There were no reports of harm to the patient as a result of the reported event.